Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-13003. It was reported the patient experienced a seizure lasting about one minute while the neurosurgeon was programming the patient on (B)(6) 2018. Since then, the issue has resolved. No further intervention is currently planned.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-13003.